Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the device has a kink at the distal section approximately at 1 cm from the distal tip while in the neutral position. Rings were inspected and ring #1 seal was found compromised, broken adhesive was observed; there was dried body fluid on the edge of the electrode. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. An electrical test was performed and the device was found within specification. No opens or shorts were found. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. X-ray inspection revealed a bent center support was observed under x-ray in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. The distal end was dissected and was confirmed bent center support in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. The kevlar wrap was found retracted. Dried body fluid was found within the distal end. The kevlar wrap was exposed in order to measure it and the result was: 3.60" vs a specification of 3.64 +/- .02", the kevlar wrap was found out of specification.

Event description:
Reportable based on device analysis completed on 06may2019. It was reported that the catheter had no signal. During an ablation procedure with a blazer prime xp catheter, they experienced loss of signals from electrodes 1 and 2 during deflection of the ablation catheter. No clinical consequences were observed. The intervention was delayed by 5 minutes to perform the change of the catheter. However, analysis found that ring #1 seal was compromised, broken adhesive was observed. There was also dried body fluid on the edge of the electrode.

Event description:
Reportable based on device analysis completed on 06may2019. It was reported that the catheter had no signal. During an ablation procedure with a blazer prime xp catheter, they experienced loss of signals from electrodes 1 and 2 during deflection of the ablation catheter. No clinical consequences were observed. The intervention was delayed by 5 minutes to perform the change of the catheter. However, analysis found that ring #1 seal was compromised, broken adhesive was observed. There was also dried body fluid on the edge of the electrode.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the device has a kink at the distal section approximately at 1 cm from the distal tip while in the neutral position. Rings were inspected and ring #1 seal was found compromised, broken adhesive was observed; there was dried body fluid on the edge of the electrode. Functional inspection revealed the steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. An electrical test was performed and the device was found within specification. No opens or shorts were found. The ablation was verified by using the maestro generator 4000, and the device was found within specifications. X-ray inspection revealed a bent center support was observed under x-ray in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. The distal end was dissected and was confirmed bent center support in the same location of the kink at the distal section. A steering wire partially detached from the center support due to broken solder joint was also observed. The kevlar wrap was found retracted. Dried body fluid was found within the distal end. The kevlar wrap was exposed in order to measure it and the result was: 3.60" vs a specification of 3.64 +/- .02", the kevlar wrap was found out of specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.